Manufacturer narrative:
There is an outgoing inspection as per mqa-069/c to check for fm, there is no qn raised for fm during the production of this batch. No photo / sample is received. If there is a sample received, the fm on the sample can be investigated to determine its cause. The complaint will be re-opened when there is a sample received for this complaint. The complaint trend will be tracked and monitored. H3 other text : see h10 manufacture narrative.

Event description:
The nurse intends to use the indwelling needle to establish venous access to the patient. During the pre-use examination, foreign bodies are found outside the cannula of the indwelling needle, and the residue of similar cannula materials should be replaced immediately.no harm to patients without use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus yel 22ga x 1in prn foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the nurse intends to use the indwelling needle to establish venous access to the patient. During the pre-use examination, foreign bodies are found outside the cannula of the indwelling needle, and the residue of similar cannula materials should be replaced immediately no harm to patients without use.